Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan result of 260 mg/dl compared to a reading of 31 mg/dl obtained on the adc meter and it is unknown whether the customer noted a trend arrow on the device. The results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The customer experienced trembling and sweating. The customer was able to self-treat with 200ml of calpis, three black thunders, and two rice crackers. The length of sensor wear was the same day. There was no report of death or permanent impairment associated with this event.